Event description:
Additional information was received from a company representative (rep) reporting that the patient did not know their weight at the time of the event. It was reported that no other trouble shooting had been done and the replacement had not been scheduled yet. The cause of the patient feeling shaky was not determined and no other trouble shooting was planned.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative (rep) via a patient regarding their external device. It was reported that the patient's had incorrect refill date on their personal therapy manager (ptm). Clarified patient had used ptm with this pump before. Agent had company rep decouple and recouple ptm which resolved the issue. Additional information received from a consumer via a manufacturer representative (rep) indicated that the rep just got off the phone with the patient. The patient felt like the pump wasn't working because he was getting shaky on his feet, but when he gave a bolus, he felt less shaky. The hcp referred the patient to another hcp for a pump replacement. The hcp wanted it to be replaced since the pump was just under a year before end of service (eos) and the patient preferred to use the old personal therapy manager (ptm) which would not work with the synchromed iii. The rep indicated that the new information from the patient was going to be relayed to the hcp now. The rep also provided the serial number of the patient's ptm.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a healthcare provider (hcp) via a manufacturer representative (rep) indicated that the patient's pump and catheter replacement was scheduled for (B)(6) 2024.